Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report for manufacturers (mw5084856) was received on 04apr2019 with the following information: on (B)(6) 2019, a lumbar drain pull was attempted at the bedside, a snap was felt when the ins8330 hermetic lumbar catheter was pulled from the entry site. This patient had retained lumbar catheter fragment after attempted removal. The patient returned to surgery for retrieval of retained catheter. Additional information was received on 10apr2019 indicated that a (B)(6) female patient had undergone a left middle fossa craniotomy for resection of acoustic neuroma and vestibular nerve section, microdissection using operating microscope, harvesting of abdominal fat for grafting, lumbar spinal drain, 7th and 8th nerve monitoring procedure. Upon removal, the drain snapped and broke. The patient had to return to surgery for removal of the retained catheter. The patient recovered. The customer did not exactly know the lot number of the involved ins8330 device, hence provided two possible lot numbers: 2771168 and 2710761.

Event description:
N/a.

Manufacturer narrative:
The complaint device was not returned for analysis. Two (2) lot numbers (2771168 and 2710761) were identified in this complaint because the customer could not establish which one was used on the patient. Device history records for lots 2771168 and 2710761 were reviewed; no anomaly was found that could have caused the reported complaint. No events were generated to any of the two (2) mentioned lots; thus, lots complied with all established requirements. The reported condition was unconfirmed. The root cause for this complaint is undetermined. Since the catheter was already implanted, the root cause could be related to excessive force during removal. Fg lot information: lot number: 2771168 / 2710761, catalog number: ins8330 / ins8330, device identifier: (B)(4), product identifier: (B)(4), manufacturing date: august 25, 2018 / august 09, 2018, expiration date: october 26, 2021 / october 26, 2021.